Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an impedance issue, specifically low impedance and short, was identified with the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) and the implantable neurostimulator 977118 intellis pro, both of which remained implanted and in service. The exact impedance values reported were 612, 725, 632, and 735. No symptoms, complications, procedural or device-related issues, adverse events, illnesses, infections, or deaths were reported for the patient. The patient was alive with no injury, and no action was taken or adverse outcome occurred. Troubleshooting was not performed, and the issue was ongoing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. They reported actions taken were avoiding the out of range impedance electrodes during initial programming, but the issue is not yet resolved.